Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks. There is noise on the ventricular electrogram (egm). Threshold values have increased, and the impedance value has decreased since implant, however the values are still within the normal range. The noise was not able to be recreated.